Event description:
During a preparation for a therapeutic urological procedure the distal coil on this stent detached when the stent straightener was removed. The procedure was completed successfully with another stent with no pt complications.